Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing. The patient presented in clinic on (B)(6) 2019. No changes were made. The patient was in a stable condition.

Event description:
New information states that an asymptomatic patient presented via remote transmission. Upon review, the device exhibited false pause episode cause by r waves falling below max sensitivity possibly due to positional change. No changes were made. The patient was stable and will continue to be monitored.